Manufacturer narrative:
Section a2 and a3 were updated. Section b7 was updated. Section d4, lot number and expiration date were updated. For the crep2 result listed in the initial report: "on (B)(6) 2020 at 5:53 p.m.: 33 umol/l" . This sample was repeated with a result of 37 umol/l. For the crep2 result listed in the initial report: "on (B)(6) 2020 at 10:31 a.m.: 202 umol/l" . There is an additional result from (B)(6) 2020of 200 umol/l.

Manufacturer narrative:
One sample from the patient was submitted for investigation and run on a c702 module. The sample was tested for crea2, crej2, igg-2, iga, igm, kapp2, lamb2; the serum index was also checked. The following results were obtained: crea2: 168 mol/l; crej2: 199 mol/l; igg-2: 24.61 g/l; iga and igm: < test; kapp2: 0.47; lamb2: 6.8; l: 28; h: 7; I: 2. The customer's high creatinine results were confirmed during the investigation. The investigation results confirm gammopathy in the patient sample. The patient was being treated with a dopamine infusion. It could not be clarified if the patient samples had been taken immediately after the dopamine infusion. The investigation results indicate the dopamine has not influenced the crep2 results. It is known that high dopamine concentrations lead to lower crep2 results if the blood is taken from the intravenous drug catheter or near the catheter. Good clinical practice recommends not to take blood samples under current infusions. Based on the information available, the cause of the discrepant crep2 results was due to an interference caused by dopamine or gammopathy. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned low results for 1 patient tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. Some samples from the patient show crep2 results of "around 33 umol/l." Some samples show crep2 results of "around 200 umol/l." The following examples were provided: on (B)(6) 2020 at 6:46 a.m.: 223 umol/l. On (B)(6) 2020 at 5:53 p.m.: 33 umol/l. On (B)(6) 2020 at 10:18 a.m.: 212 umol/l. On (B)(6) 2020 at 10:29 a.m.: 201 umol/l. On (B)(6) 2020 at 6:08 a.m.: 31 umol/l. On (B)(6) 2020 at 10:18 a.m.: 37 umol/l. On (B)(6) 2020 at 1:17 p.m. 202 umol/l. On (B)(6) 2020 at 172 umol/l. On (B)(6) 2020 at 5:52 a.m.: 211 umol/l. On (B)(6) 2020 at 8:00 a.m.: 62 umol/l. On (B)(6) 2020 at 10:31 a.m.: 202 umol/l. The patient had previous crep2 results from other samples between 160 umol/l, and 180 umol/l. The customer suspects an interference affecting the results. The customer took the sample with a result of 31 umol/l and the sample with a result of 172 umol/l, and performed a decreased dilution with results of 169 umol/l and 173 umol/l respectively. No questionable results were reported outside of the laboratory. The c702 module serial number was (B)(4).